Event description:
Information was received indicating that a smiths medical cadd administration set was leaking where the tubing attaches to the spike that goes in the medication bag. It was reported that the patient's therapy was restarted with another intravenous bag. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: cadd administration sets was returned for analysis. The return sample consist of one product from p/n 21-7322-24 l/n 3823357 and returned samples were received in used conditions inside a plastic bag, without their original packaging. The sample were visually inspected at a distance of 12" to 16" under normal conditions of illumination. The samples were received with both spikes broken from the tip. No root cause has to be determined since the complaint was not confirmed based on the testing to replicate the failure mode. No actions are required since the complaint was not confirmed, and the root cause could not be attributed to the manufacturing process. However, manufacturing personnel was notified by quality engineer as awareness of the failure mode reported by the customer. The problem source of the reported problem is unknown.